Event description:
It was reported that the lead dislodged and exhibited intermittent capture, high thresholds and intermittent sensing. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.